Manufacturer narrative:
Event date is estimated. The event of an ipg replacement was reported to abbott. The patient reported it reached end of life several weeks earlier. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's scs ipg had reached end of life. Surgical intervention was undertaken on (B)(6) 2023, wherein the patient's ipg was explanted and replaced. Therapy was restored post operatively.